Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause was design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the entry line of a prismaflex tpe2000 set was found broken into two pieces. This was observed during the disconnection of the patient from the circuit after a plasmapheresis session. It was reported that one piece remained inside the catheter. A new catheter was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.